Event description:
This was a right sided lead extraction procedure to remove 1 non-functional cardiac lead. The medtronic lead ((B)(4), implanted 28 months) was prepped with an lld, however the extraction was not successful. Physician decided because this was a lead fracture to discontinue the attempt to extract the lead, cut and cap it, and add a new lv lead. Physician cut the lead with a portion still remaining inside the lead inside the body. The patient was discharged per operative plan. This event is being reported as the lld was abandoned inside the patient¿s vasculature.

Manufacturer narrative:
(B)(4).